Event description:
In 2006 - recurrent dislocation and rotator cuff syndrome. Arthroscopic capsulorrhaphy and subacromial decompression of right shoulder. Stryker pain pump 2 was placed into the glenohumeral joint to instill 0.5% marcaine at 4 cc per hour, total 400 ml. In 2007 - right sided shoulder arthroscopy, capsulotomy, lysis of adhesions, manipulation under anesthesia and debridement. The joint was found to have chondromalacia grade IV over both the vast, almost entire humeral head and there was only some posterior aspect of cartilage left. The glenoid likewise had severe chondromalacia as well but not as badly as the humeral head. There was at least some superior cartilage left over. Just the central area it was grade IV. There was a central defect as well in the bone w/ some mild loss. The labrum had some tearing superiorly at the biceps anchor. There was a lot of synovitis. There was a lot of loose debris. There was a lot of scar tissue anteriorly. The supraspinatus again had a lot of synovitis to it. On original date, right shoulder stryker pain pump two placed in the glenohumeral joint w/ 0.5% marcaine cr 0.5%. Sensorcaine 400 ml at 4 cc/ hour. Dose or amount: 400 ml. Frequency: 4 cc/hour. Route: 014. Dates of use: 2006, 100 hrs. Diagnosis or reason for use: recurrent dislocation and rcs.